Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer was "rolling around on the roof" when the occlusion occurred and then stretched out the tubing/felt site to make sure it was ok prior to closing the alarm. It was noted that the occlusion alarm did not occur again. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. The customer's blood glucose level was not impacted.